Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump reservoir has large air bubbles in it and is unable to fill the reservoir entirely. Customer does not recall any significant events leading to the error. Customer indicated that he felt that his blood glucose was going low but he did not indicate the low blood glucose level, only that his blood glucose at time of call was 128 mg/dl at the time of incident. Troubleshooting advised customer to call back if any further problems.